Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:47:07. During night drain cycle one, the patient's ultrafiltration reading was 1151ml, indicating the home patient drained 1151ml more than their maximum programmed fill volume of 1500ml. No further informatoin was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported increased intra-peritoneal volume (iipv) event was not verified during the event history log review. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.